Event description:
Healthcare professional (hcp) reports two incidents of a pt reaction with the psn 210 membrane, noted at the start of treatments. The pt had rec'd oxygen at 2lpm at the start of treatment due to shortness of breath. The pt experienced nausea and "fullness" in the face and neck during treatment, but did not notify staff until the last minutes of dialysis. Blood was returned to the pt at the end of treatment. Hcp stated that the pt was placed back on the psn 210 membrane during the same month since the cause of the initial reaction was uncertain. The pt expereienced a second reaction at the start of this treatment. Hcp reported the pt was itching and became short of breath. Oxygen was initiated at 2lpm and the treatment was discontinued. Blood was returned to the pt. Hcp stated benadryl (dose unknown) was also given. Treatment was resumed with an alternate membrane and bloodlines. Treatment was completed without further incident.